Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had complications from peritonitis. The pt had many post-operation complications including pulmonary htn, perforated colon and sepsis. The pt never recovered after device implant and expired. There were no alarms and no autopsy performed.

Manufacturer narrative:
The pt expired and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.